Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level of 495 mg/dl with a ketone level identified as dangerous. Reportedly, customer believed that the pump was not working properly. Tandem technical support reviewed pump logs and could not find any alerts or alarms at the time of event; however, the customer continued to report that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.